Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear and posterior poly fracture. It was stated that there was a rotating platform posterior part fracture; oxidation, delamination, anterior poly wear and posterior gross failure. It was also stated that there was an irrigation and debridement done with poly swap. Follow up information received 8-23-2017: all pieces of fractured poly implant were removed from the patient. Updated 8-23-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.